Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the date of the patient¿s fall was asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-21 (B)(4) (rep, hcp) information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was no longer experiencing therapeutic benefit and discomfort at the ins site. The rep noted the contributing factors to the issue include that the patient had a fall down the stairs plus a 40-pound weight loss. The patient was seen by their healthcare provider on (B)(6) and no impedance issues were found and reprogramming was done but they were still not having benefit. X-rays were also performed and didn¿t show significant movement. The old lead and ins were removed and replaced on the right side and the issue was resolved. The rep noted the patient¿s medical history included urinary retention and chiari malformation. No further complications were reported.